Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and creases/folding of implant was received on (B)(6) 2023 with lot number 2481987. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Creases/folding of implant: not observed. Additional observations: wear abrasion is observed. Creases are observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "any creases". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional h6: f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "any creases". This record is for the right side. Device was explanted.